Manufacturer narrative:
The reported event that radio capitellum, recon head, size #3 was alleged of 'implant - dislocated' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays, patient details, patient activity levels... As well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient's attorney that allegedly following her re-revision surgery, on (B)(6) 2019 she presented with complaints of severe pain and subluxation of her left elbow after lifting a laundry bag. Allegedly x-rays confirmed loosening of the re-revised radial head implant and during this visit the surgeon told her that the implant had been recalled and removed from the market. He recommended she undergo removal of the radial head prosthesis without revising the prosthesis with another component. It is further alleged that she underwent removal on or about (B)(6) 2019 and during the surgery the radial head component was found to have dislocated/disassociated from the radial stem.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown

Event description:
It was reported by the patient's attorney that allegedly following her re-revision surgery, on (B)(6) 2019 she presented with complaints of severe pain and subluxation of her left elbow after lifting a laundry bag. Allegedly x-rays confirmed loosening of the re-revised radial head implant and during this visit the surgeon told her that the implant had been recalled and removed from the market. He recommended she undergo removal of the radial head prosthesis without revising the prosthesis with another component. It is further alleged that she underwent removal on or about (B)(6) 2019 and during the surgery the radial head component was found to have dislocated/disassociated from the radial stem.